Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the helium leak. The getinge fse retighten all the hoses for the helium leakage and the unit passed the test. Functional test passed and the unit was return to the customer for clinical use.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) had helium leakage. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.